Manufacturer narrative:
Per the clinic, the infection was treated with IV antibiotics (date and duration not reported). This report is submitted on may 05, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced an infection resulting in the decision to explant the device. The receiver stimulator was explanted on (B)(6) 2017, however the electrode array was left in situ. There are no plans to re-implant the patient with a new device.